Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported seeing an unknown error code on their patient programmer about a month ago, and that their device was not working properly. The patient reported that when they initially saw it, the manual said that it meant they needed to see their managing healthcare provider (hcp) because "it was about to die." The patient requested hcp listings in their area and the listings were sent out to the patient. No patient symptoms were reported. No further patient complications have been reported as a result of this event.